Event description:
Dr. Used a 3.5mm se to remove the soft tissue from the subacromion. He then performed a subacromial decompression using a shaver and burr. After completing the decompression dr reentered the capsule with the 3.5mm se electrode to clean up some fraying and coagulate some blood vessels. After using the se on ablation mode for 5 to 15 seconds a large portion of the ceramic insulation at the distal tip of the electrode came loose and floated into the capsule. Dr used an arthroscopic grasper to remove the broken ceramic insulation from the capsule. Upon inspection of the se and broken piece of insulation all parties agreed that there were no missing pieces of ceramic left in the shoulder.